Event description:
It was reported via a call from the perfusionist to the clinical support specialist (css) on (B)(6) 2014 at 0908 est that the perfusionist had received a "system error 7" alarm on two pumps. The patient was transferred from another facility. When the perfusionist attempted to pump on the first intra-aortic balloon pump (autocat2 wave, s/n (B)(4)), they received the alarm. As a result, the perfusionist changed to the second pump which received the same error alar. There was no report of patient death, complications of injury. No medical/surgical intervention was required. There was a delay or interruption in therapy. The patient outcome is stable and receiving iabp therapy successfully as planned. Per the field service report: symptom: "system error 7" alarm. Problem was intermittent, confirmed. On (B)(6) 2014, display sent to hospital for biomed replacement. Findings/action taken: display replaced by biomed. The pump is back in service. Software level 2.24.

Manufacturer narrative:
(B)(4).